Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "radial folds" and "peri-implant seroma" found on MRI.

Manufacturer narrative:
Continued h.6: f2201. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Initially, patient reported a left side exchange with no complaint against the device. Recently, patient reported "local pain and hardening and enlargement of the breasts" and "peri-implant seroma." Device remains implanted.